Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: contralateral removal. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 475cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced right breast pain and swelling. Due to this, magnetic resonance imaging was performed and she was diagnosed with a ruptured right implant. Additionally, imaging results indicated a indeterminate left breast mass which was probably benign and favored to represent a benign confluence of vessels. A targeted ultrasound of the region was recommended to confirm that there are no suspicious findings. During a physical exam, she was diagnosed with right breast baker grade iii-IV capsular contracture with associated implant malposition. As a result, the patient underwent bilateral exchange with motiva (non-mentor) implants on (B)(6) 2025. The mass was an incidental finding. Further evaluation was recommended but no further information was received. No planned or performed intervention was indicated due to the mass.